Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance alert. The examination showed rv to svc and svc to can impedance were out of range. Programming changes were recommended to change to rv to can. There was no adverse consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".